Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that after coiling, when the angio-seal device/sheath assembly was withdrawn to position the anchor against the vessel wall, the anchor was not positioned, device/sheath assembly was withdrawn together, and the collagen was exposed. As the hemostasis failed, manual compression was applied to achieve hemostasis. The working environment did not affect the opening process of the device, and the device was used as per the instructions for use (IFU). The procedure before deploying the device was endovascular therapy (evt). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There was no health damage. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.